Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8416-50, serial #: (B)(4), description: artisan MRI paddle lead 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient was experiencing diarrhea and bladder infection. The physician did not believe they were device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician did not suspect anything from the recent procedure that would have contributed to bladder infection and diarrhea. It was also reported that the patient had constipation. There were no antibiotics given and culture was not taken.

Event description:
A report was received that the patient was experiencing diarrhea and bladder infection. The physician did not believe they were device related. The patient underwent an explant procedure. No device malfunction was suspected.